Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the arcticsun device displayed suboptimal flow rate. The target was 33c, the patient was 33c, and the flow rate was 1.3 l/min. Per troubleshooting, the nurse stated she switched out the device but the issue persisted. She said she would change out the pads and call back if needed.

Event description:
It was reported that the arcticsun device displayed suboptimal flow rate. The target was 33c, the patient was 33c, and the flow rate was 1.3l/min. Per troubleshooting, the nurse stated she switched out the device but the issue persisted. She said she would change out the pads and call back if needed.

Manufacturer narrative:
The reported event could not be confirmed. No sample was returned for evaluation and the lot number is unknown. It is therefore unknown if the device failed to meet specification. The device was being used for treatment at the time of the reported event. A potential failure mode could be ¿incorrect water flow¿. A potential root cause for this failure could be " inadequate channel design". The lot number is unknown therefore the device history record could not be reviewed. A labeling review is not required. The product code unknown. Therefore, bd is unable to determine the associated labeling to review. Although the product code is unknown, articgels pads product labeling was found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.